Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead was exhibiting noise and far field r-wave (ffrw) oversensing. In addition, the p-wave measurement dropped when measured through the device compared to measurement through the analyzer. The ra lead remains in use. No patient complications have been reported as a result of this event.